Event description:
Caller reported a power source alert. The customer's blood glucose level did not exceed 500 mg/dl. Customer was advised by technical support to use the wall adapter in a working outlet for 30 minutes to initiate charging, which resolved the issue.